Event description:
Switched from insulit omnipod 5 + dexcom g6 to dexcom g7 and have experienced multiple connection interruptions and unstable receiver connectivity. Particularly when one product is placed on an arm and the other on the abdomen. This issue never happened with the dexcom g6 which is now being discontinued. This is consistently repeatable over multiple sessions and significantly impacts quality and effectiveness of omnipod 5's auto mode resulting in severe hypoglycemia or hyperglycemia.